Manufacturer narrative:
This complaint record was reopened due to source system update. The customer opened a new service order for the previously reported but uncorrected navigation ring failure. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse disassembled the device and replaced the front bezel with navigation ring to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue occurred during preventative maintenance evaluation. The device would not allow the user to change the value, accept or cancel. The customer requested part details for no engineer, materials only (nemo) replacement. The customer declined further repair activity proposed by philips service. The corrective activity and the device final disposition is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer declined further repair activity proposed by philips service. The corrective activity and the device final disposition is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator navigation button does not function. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The customer requested part details for no engineer. Investigation ongoing / resolution pending.

Manufacturer narrative:
(B)(6).